Event description:
It was reported that during deployment of a vena cava filter, a few filter legs remained inside the deployment sheath. The filter deployment was completed with add'l manipulation of the filter; however, the filter became tilted in the ivc. A snare device was used to capture and retrieve the filter successfully. A new filter was prepped and deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.